Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: along with the affected scopes, this endoscope would be returned by precaution. No allegation was made on this endoscope. There was no patient harm, adverse outcome or injury reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed check of all movable axis on usms, due to rotating scope issues. Tested all 4 usms, found all within range and were working as intended. Customer will send back 4 scopes they received with their x system. 2 out of 4 did have this issue, other 2 they will return just to be sure. System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30-degree endoscope was analyzed, and the complaint was not confirmed. Fa found no failures during their investigation. The issue with the second 30-degree endoscope is being reported in patient identifier (B)(6).

Event description:
It was reported, during a da vinci-assisted other colorectal surgical procedure. The nurse stated, after rotating the 30-degree endoscope, the movement was inverted. It was reported, that the 30-degree endoscope had perioperatively unintentionally and unexpectedly reversed the image and operation. While talking to the customer, the system was restarted. And all seemed ok. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the nurse to check the rotation of the scope by hand, and the nurse found that the rotation was hard to do. The tse advised not to use the scope anymore, and replace the scope before continuing. Surgeon had the same problem this morning and would like the system to be checked. The tse explained to surgeon that most likely, the problem was induced by the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: no further information on this matter could be provided.